Manufacturer narrative:
Product ID 3093-28, lot# va0c2b5, product type lead product ID 3093-33, lot# va0 54y5, (B)(4).

Event description:
It was reported there was normal elective replacement indicator (eri). It was stated the patient had fecal incontinence, and after placing the device she had constipation and tried to push too hard and prolapsed her vagina. It was also stated the patient changed her diet at the same time as the leads were placed, removing fiber, which may have led to the constipation. It was stated the representative did not have further information on the patient.